Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, reported that patient faced infusion set insulin flow blocked. Insulin did not exit after plunger push. No further information available.

Manufacturer narrative:
E1: patient city:(B)(4). Patient country: united states.